Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported event of aneurysm sac growth (7-8cm) and a type ia endoleak due to the lack of relevant medical records and imaging surrounding the event. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. The final patient status was reported as being monitored. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post op, the routine follow-up CT identified aaa sac growth of 7-8cm and a type 1a endoleak. The patient is being monitored.